Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device skips (does not engage). The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1in, 2in, 3in, 4in width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) seventeen times as documented in the repair reports in livelink. The last repair was september 19, 2018 where it was reported that the throttle was bent and the bearings, 2 inch width plate, and calibration shaft were replaced. This is not a related issue. Product review of the air dermatome on october 23, 2018 revealed that the 4 inch width plate was damaged but the other three were ok. The hose was damaged as well. The calibration was out of specifications at the zero, ten, and 20 settings. The motor speed was within specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on october 23, 2018 which included replacement of the hose, 4 inch width plate, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during product review by zimmer biomet surgical it was noted that the motor speed was within specifications and the control bar was in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided. During product review by zimmer biomet surgical it was noted that the motor speed was within specifications and the control bar was in the correct position. It is unknown with the information that was provided what issue occurred with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Air dermatome skips and does not engage during use. The event occurred during surgery. There was no harm or delay involved. An alternate device was used to complete the surgery. No adverse events were reported as a result of this malfunction.